Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly at patient's request. It was further reported that patient allegedly had no adverse effects from the m2a hip, but wished to proceed with revision. It was reported that all components were allegedly well-fixed and functioning properly during the revision procedure. Additional information was received from patient¿s legal counsel and reported patient allegations of pain, bone/tissue damage, dislocation, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected initial procedure date and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly at patient's request. It was further reported that patient allegedly had no adverse effects from the m2a hip, but wished to proceed with revision. It was reported that all components were allegedly well-fixed and functioning properly during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information was received from patient's legal counsel and reported patient allegations of pain, bone/tissue damage, dislocation, and elevated metal ion levels. Additional information received in operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2002. Operative report further reported patient was revised on (B)(6) 2013 due to pain. During the revision procedure, benign fluid was noted. The modular head, acetabular cup and metal liner were removed and replaced.